Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had 148 pockets that were not on the bus. The customer rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that multiple pockets were not on bus. A technical support specialist (tss) confirmed with the customer that the issue was fixed after 2-3 reboots and requested for a field service engineer (fse) to perform preventive maintenance. The customer later confirmed that a fse had passed by and gave permission to mark the case as complete. The system functioned as intended after the technical support specialist and the field service engineer investigated the issues of the device.